Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported leaking from the connection of a maxzero to a non-carefusion/bd bifuse during an unspecified infusion. The bifuse and maxzero were replaced and there was no patient harm.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: bd 10ml syringe of 0.9% nacl injection, usp, ref (B)(4), lot 6012897, exp 12/2018, therapy date: (B)(6) 2016. The customer¿s report of a leak was not confirmed. Visual inspection was performed on the maxzero connectors and the non-bd extension set; no damage was observed on any component. Functional testing and pressure testing was performed and no leaks were observed. The root cause of the customer¿s report of a leak was not identified.